Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. Additional information received from the field representative indicates that the pacemaker was explanted and then was used as an external temporary pacemaker. Subsequently, the device was explanted as a new system was implanted. There were no additional adverse patient effects reported. The pacemaker is no longer in service.